Event description:
It was reported that the drill bit ran idle and stalled. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was not returned for evaluation. It was not possible to determine the definitive root cause for the alleged breakage.